Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately tortuous and moderately calcified circumflex artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter started spinning out of control and imaging was lost. The catheter almost separated into a knot and could not be pulled back. The catheter and guidewire were eventually removed as one unit. The guidewire was able to be separated from the catheter once outside the patient. The procedure was completed without ivus. There were no patient complications.